Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A user facility reported that blood was rising to the venous pressure port on the level detector module during a patient¿s hemodialysis (hd) treatment. The blood level continued to rise, despite attempts to control its upward progression, using the level adjustment switch. The blood subsequently wetted the external venous transducer protector. The staff changed out the external transducer multiple times which resulted in a minimal loss of blood. The patient¿s estimated blood loss (ebl) was noted as being approximately 5-10ml. The blood within the extracorporeal circuit was returned, and then the patient was moved to a different machine. The patient was re-setup, and then the hd therapy was able to be continued and completed without any further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The biomedical technician was not able to confirm whether the machine generated any audible alarms or diagnostic messages. Following the event, the system was removed from service for evaluation. Although requested, no further information has been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. No system repair activities have been identified. Therefore, the current state of the machine is not known. Follow-up has been requested, but has not been made available. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.